Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 60% battery life. The pump was connected to a power source and was able to be turned on. The customer¿s blood glucose level was 94 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.